Event description:
During an arthroscopic subacromial decompression, the physician was reportedly utilizing an ultravac 90 icw. Intra-operative, the physician noticed what was described as a "flash" from the wand. The wand then began shedding black material from the tip of the wand. The wand was immediately removed from the pt portal. The physician reported the tip of the wand appeared to be charred and black. A new wand was opened and the procedure was completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.